Event description:
Ous MDR: after an implant period of approx. 97 months, 10 cycles of pacing with frequency 90 and after that asystole/exit block in the ventricle were reported during interrogation of the device.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps had been performed accordingly. The final acceptance test proved the device functions to be as specified. Upon initial interrogation, a warning message was triggered regarding the battery condition. The memory content of the device was inspected. The inspection revealed that the battery voltage decreased faster than expected. However, the current consumption was normal. The ability of the device to deliver therapies was verified, revealing that no anti-bradycardia therapy functionality was present. The device was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. The battery was disconnected from the electronic module. The electronic module was attached to an external power supply to check its functionality. A thorough investigation did not show any abnormality. All therapy functions were available and worked as expected. The current consumption was directly measured and proved to be normal and as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies associated with this battery were documented during the production process. The battery was subjected to a visual and an electrical inspection, as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed depleted battery. The microcalorimetry analysis did not show any anomalies. The battery was opened for destructive analysis. During the inspection of the inner assembly of the battery, an internal short circuit within the battery was identified, which led to an elevated internal self-depletion within the battery, subsequently contributing to the clinical observation. In conclusion, an elevated internal self-depletion within the battery was found to be the root cause for the clinical observation. Based on the analysis, all therapy functions of the device were entirely available while the device was implanted and in service.